Manufacturer narrative:
Product #1 pi main [(B)(4)]. The reported event of a paravalvular leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis as it remains implanted. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
In 2018 (date/month unknown), a trifecta gt was implanted. After coming off bypass and closing the chest and prior to leaving the operating room, paravalvular leak was noticed on echocardiogram by the physician. The patient was reopened and the surgeon placed additional sutures to close the paravalvular leak. The physician stated the sewing cuff might have been too small or else his suturing technique could have attributed to the paravalvular leak. The device remained implanted. Patient is reported as discharged. Device information has not been provided.